Event description:
Reporter indicated that the pt had a recent increase in seizures below pre-vns baseline, dysphagia, and was not sensing stimulation. The reporter indicated the pt experienced trauma in the neck area immediately preceding the events. Systems, normal mode, and magnet mode diagnostics were performed and all resulted in normal device function (see b6). No serious injury was reported. X-rays were reviewed by manufacturer and the following was observed. The electrodes appeared to be at an angle indicating that there may not be adequate connection between the nerve and electrodes. It is possible that the orientation of the electrodes is related to the events, but it is not conclusive. Additionally, the entire lead body is not visible and there is no way to rule out a lead fracture through visible inspection. The pt is scheduled for a surgical consult.

Manufacturer narrative:
Review of pa and lateral x-rays by MFR revealed that the electrodes appeared to be at an angle indicating that there may not be adequate connection between the nerve and electrodes. Device failure suspected, but did not cause or contribute to death or serious injury.